Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they didn't like the buzz in their brain when the healthcare provider (hcp) checked the device. The patient said they felt the buzzing when the hcp checked the system's integrity, which started "way back" when they first got the device. The patient said the last time they went to the doctor, it didn't do it, and it had been all the times before, and they told the patient it was because their brain didn't like to be messed with. The patient also required assistance pairing the handset and communicator. Pss reviewed how to pair the communicator to the handset. The patient could successfully pair the handset to the communicator.